Event description:
The lead was electively explanted. The physician noted during the procedure there was copious backbleeding aroung the lead. Pt returned to the hosp 19 days later with postop bleeding resulting in anemia and subsequent transfusion. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet. Device analysis is provided.